Event description:
It was reported that when using the pyxis medstation es system, it had a drawer failure, unable to open and close. The customer reported that there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the insep magnet on the latch assembly was missing. The field service engineer placed the insep on the latch assembly to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device